Event description:
Caller reported that the t:slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. Efforts to charge the pump by leaving it plugged into a working outlet for 30 minutes were unsuccessful, and attempts with different charging cables and adapters did not resolve the issue. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump since it was still under warranty. The customer was advised on how to put the current pump into storage mode and instructed on returning it to tandem using a provided return box and label. The customer understood the need to transfer settings and connect their cgm to the replacement pump, which would come with updated software. A replacement pump was shipped with a signature required for delivery to the confirmed address.